Manufacturer narrative:
The device was discarded by the user. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a case, the trivantage tube cuff leaked at a rate of up to 2 liters / min. The patient was reintubated. There was no injury or impact to the patient.

Manufacturer narrative:
Product analysis: condition upon receipt: 4 sealed samples and 1 empty pouch, part number 8229737, from lot number 0210666718 received. Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings) evaluation: all sealed samples were opened for the analysis to represent the reported complaint since the actual used complaint sample was not returned. When compared to the assembly drawing, visually, there was no damage or anomalies in the construction of the devices which would have resulted in the reported event. When viewed under magnification, there were no tears in the cuffs and the inflation tubes were securely attached. The tubes were inflated with 20cc of air and submerged in water to identify bubbles / leaks, pressure was applied to the cuffs, and 20cc were removed from all samples; there were no leaks detected. Visual assembly instructions next gen emg tubes xvi revision r requires manufacturing to perform a 100% cuff inflation test which would have detected the damage if present at the time of the test. There was no damage to the packaging that would indicate a cause for the observed damage. The instructions for use warn the user to first perform a cuff inflation test and visually check for abnormality; the observed defect would have been detected during an inflation test if present at the time of the test. The instructions for use indicate that damage may occur to the device during actions such as; over inflation, insertion of objects, and biting forces. The information likely indicates that the cuff was damaged during, or after intubation. Conclusion: the complaint was not confirmed for the alleged malfunction [cuff leak]. Based on the available evidence and information, the most likely underlying cause is consistent with, misuse / use error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.